Manufacturer narrative:
(B)(4). Product not sold in USA

Event description:
According to the reporter, intra-operatively, the device did not reach enough temperature of 60 degrees celsius, only 40 degrees celsius. No patient injury.

Manufacturer narrative:
Evaluation summary: two devices were received for evaluation. This devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. The reported condition was confirmed. The water circulated normally through the devices. The devices did not read the temperature properly. The needles were removed. The solder joints at the tip of the thermocouple were found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. A CAPA has been issued. Manufacturing non-conformance were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.